Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. As a result, customer lost consciousness and required assistance from spouse and daughter to consume glucose tablets. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated basal rate, correction factor, carb ratio, and target bg settings to address the event.